Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, balloon deflation difficulties occurred. The 90% stenosed, thrombus containing, target lesion was in the proximal left anterior descending (lad) artery. The physician attempted direct stenting of the target lesion with a 3.5x20mm taxus liberte drug eluting stent. The stent balloon was inflated to 16 atmospheres which "easily" fully deployed the stent. The physician encountered difficulty in getting the balloon to deflate. He attempted applying negative pressure "several" times, withdrew the saline from the unspecified type of inflation device. After a couple additional attempts to deflate the balloon, the balloon started to deflate slowly. It took approximately 2 minutes for the balloon to fully deflate. The patient experienced an unspecified decrease in pressure. There were no additional patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Device analysis: examination of the returned device found no anomalies with the unit that could have contributed to the complaint incident. No focal necking was present. No kinks or damage were noted along the entire length of the device that potentially have contributed to the complaint incident. The balloon was unable to be inflated due to the large build up of solidified contrast media that was present inside the balloon and inflation lumen. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is unknown, as it was not possible to inflate the balloon in order to test for deflation issues.